Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter phone, section d concomitant med prod upon investigation of the actual device used in this incident, it was determined that all stations were in disconnected mode. The technical support specialist (tss) encountered a remote smart service (rss) access failure due to session timeout and restarted the rss services package, though it was delayed. Server access was gained via beyond trust using the session key provided to the customer. The tss followed the knowledge article titled medstation es 1.7.x & 1.8 server running out of e drive space large ds server reports backup folder. The customer was informed that report database backups were not being deleted after 35 days, leading to e drive space issues. Corrective actions were taken, and files were backed up to the f drive as a precaution and the customer confirmed that all stations were working appropriately. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server , user had all station are in disconnected mode and unable to login for all users. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server , user had all station are in disconnected mode and unable to login for all users. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.